Event description:
An ocd lab specialist reported observing a potentially false negative ahbc patient sample result. The sample was positive when tested using an alternative method. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the customer was requested by ocd to retest the sample using heterophilic blocking tubes (hbt) or to retest the sample by sending it out for confirmation on a third method. The customer did not have hbt's and did not wish to send the sample out for retesting. Analysis indicated that the qc's for the day of testing were acceptable. No other patient information is available to support assay results at this time. This event is consistent with the probable presence of an interferent in the sample, but in the absence of additional information, it can not be confirmed which assay accurately reflects patient sample status. No root cause has been established.